Manufacturer narrative:
It was discovered that the iview for the 32xl femoral head where the leg length and femoral offsets were miscalculated. The case was completed successfully. Review of the device history record confirmed the miscalculation. It is unlikely that this adverse event, will be noticed by the patient.

Event description:
It was discovered that the iview for the 32xl femoral head where the leg length and femoral offsets were miscalculated. The case was completed successfully.